Event description:
Treatment of an aneurysm. On (B)(6)2014, the pt underwent coiling embolization treatment. During the procedure, it was reported that implant coil could not be detached with the instant detacher. An attempt was made to detach the coil via the manual method (breaking the hypotube, an alternative detachment method presented in the instructions for use) but without success. The coil was removed from the pt adn the implant coil was found detached outside of the pt. Another coil was used to successfully complete the procedure. It was noted that resistance was experienced as the implant coil was being advanced to the lesion. The pt was reported to be in good condition.

Manufacturer narrative:
The device involved in the event has not been returned for eval.

Manufacturer narrative:
The pusher assembly was returned for evaluation without the implant coil. The pusher assembly was found broken on the proximal, but not at the location for manual detachment. The evaluation could not determine the cause of the event; however, the pusher assembly was broken at the incorrect location which likely caused difficulty in releasing the implant coil. The implant coil probably eventually became detached as the pusher assembly was broken and the release wire was pulled causing the implant coil to detach. All devices are 100% inspected for damages and irregularities during manufacture. (B)(4)